Event description:
This patient with a history of coronary artery disease, peripheral artery disease, chronic renal failure with transplant, previous coronary artery bypass surgery, previous aortic valve replacement, hypercholesterolemia, and hypertension was admitted for angiography, which revealed a 90%, highly calcified stenosis in the ostium of the right posterior lateral branch. The vessel was mildly tortuous with moderate angulation at the segment. The lesion was predilated with a sprinter balloon (medtronic). A 2.5 x 13mm cypher select plus stent was prepped according to IFU. There was no damage noted to the packaging or the device prior to use. The device prepped normally. The device was advance to the target site; however, the physician was not able to advance the stent past the distal lesion shoulder due to calcification. No excessive force was used. The physician attempted to withdraw the device over the wire, but it caught on the calcification in the lesion additional force was applied in order to remove the device from the vessel. During withdrawal the shaft broke and separated approximately 20 cm above the hub. There was no evident stretching noted prior to the device breaking. The proximal portion of the device was withdrawn over the wire without difficulty and the distal portion (remaining piece in the patient´s body) was withdrawn using a surgical clamp without any injury or damage for the patient. An unknown bare metal stent (medtronic) was used to successfully treat the target lesion.

Manufacturer narrative:
One non-sterile cypher select + 2.50mm x 13mm was received coiled inside a plastic bag. It was separated (broken) at 18.5cm from the proximal end in the metal shaft area. The proximal section was bent. The distal section was bent and kinked. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. Blood residues were observed along the shaft. The section where the shaft was separated (broken) appeared as if it had been kinked before braking. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure separated-in patient was confirmed. The exact cause for the confirmed failure could not conclusively be determined, however neither the DHR review nor the product analysis suggests that the reported failure and bents/kinks observed could be related to the manufacturing process and no corrective actions will be taken at this time. Based on the information available, it is not possible to draw a clinical conclusion between the device and the reported failure. However, there are possible vessel characteristics (highly calcified and moderately tortuous) and procedural factors (failed attempts to cross the lesion and force applied during withdrawal) that may have contributed to the reported event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).